Event description:
It was reported that on june 18, when moving the system to 45 degree angle after the released the button it continued to 180 degrees, and the site confirmed that the buttons were not sticking. No additional information available.

Manufacturer narrative:
Device evaluation: a field engineer examined the device and found that the switches on the right side of the c-arm were sticking. The field engineer installed new switches on the c-arm. Tested functionality of all switches and found them to be working normal. The system meets the manufacturer's specifications. No further action was required.